Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0872 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/ no delivery alarm noted during testing. History download was successful using thus and carelink upload was successful. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized due to diabetic keto acidosis (B)(6) 2021. Blood glucose level at the time of incident was 340 mg/dl and the current blood glucose level was 160 mg/dl. It was known that customer was not using the auto mode feature. Customer reported that they had symptoms such as headache and pain. The insulin pump will be returned for analysis.

Event description:
It was reported that emergency medical services were dispatched and customer was hospitalized on (B)(6), 2021 for 6 hours due to hyperglycemia. Customer alleged that the insulin pump was under delivering because they were hospitalized. Customer used syringes to treat high blood glucose event. The customer was treated with insulin shots at the hospital.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial MDR was incomplete. The complete information has been updated in b5 section of this report.

Manufacturer narrative:
Retainer ring = black. On jul 24, 2021, the pump was returned due to customer allegation to pump under delivering and was hospitalized for high bgs and dka. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0872 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. History download was successful using thump and carelink upload was successful. No bolus deliveries were recorded on the event date in the pump history. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Allegation for pump under delivering not confirmed during full functional testing. Unable to confirm customer allegations for dka and high bgs. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.